Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Her sugar blood count varied drastically [blood glucose increased]. Pen is not working (issues) [device malfunction]. Case description: this serious spontaneous case from india was reported by a consumer as "her sugar blood count varied drastically (blood sugar increased)" with an unspecified onset date, "pen is not working (issues) (device malfunction)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient height, weight, and body mass index was not reported. Current condition: diabetes (type and duration unknown). On unknown date patient was taking insulin using novopen and found issues, patient's sugar blood count varied drastically and felt that the pen was not working because. Due to these events patient got admitted to hospital to get it rectified (details of hospitalization not reported). Batch number of novopen 4: requested. The outcome for the event "her sugar blood count varied drastically(blood sugar increased)" was unknown. The outcome for the event "pen is not working (issues)(device malfunction)" was not reported.

Event description:
Case description: investigation result: no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following(not yet submitted) -investigation result added -imdrf codes updated -narrative updated accordingly continued: evaluation summary no investigation was possible, because neither sample nor batch number was available.